Manufacturer narrative:
When this device has been replaced and returned, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, device interrogation revealed this device had reached end of life (eol), however no beeping tones had been heard. Three months earlier, device interrogation revealed this device was at middle of life 2 (mol2). An internal technical service consultant was contacted why no beeping tones had been heard and was provided that information. There was concern that this device reached eol more rapidly than expected due to extended charge times. Device replacement was recommended. This device is included in the shortened replacement window advisory april 2007 population. No adverse patient effects were reported.